Event description:
Received information stating ventilator stopped cycling while in patient use. No patient harm reported.

Manufacturer narrative:
Investigation is still ongoing. Should new information become available a follow up MDR will be submitted.